Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the oversensing could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference (B)(4). The device delivered inappropriate therapy due to t-wave oversensing. Recommendations were made to reprogram the device as well as exchange the ventricular lead. The patient is in good condition.